Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The reported events of infection, cellulitis, and swollen lymph nodes are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "cellulitis," "infection," "pain around the implants," "constant throbbing near implant site and in underarms," "burning sensation," "chest tightness," "depression," "swelling at the implant site," "severe anxiety and severe emotional distress," and "numbness and tingling in arms."

Event description:
Patient representative reported "cellulitis," "infection," "pain around the implants," "constant throbbing near implant site and in underarms," "burning sensation," "chest tightness," "depression," "swelling at the implant site," "severe anxiety and severe emotional distress," "hematoma at the sight of right implant removal," and "numbness and tingling in arms." Patient representative additionally reported "severe hair loss," "humming in ears," "difficulty concentrating," "mood swings," "night sweats," 'severe unexplained weight loss," "unexplained body odor," "respiratory issues," "dry eyes and mouth," "exacerbation of existing health conditions (thyroid)," "right chest rib concave," "central sensitization syndrome with fibromyalgia features," "panic attacks," "diagnoses of breast implant illness," "tietze syndrome," "costochondritis," "and "positive lupus symptoms"; these events are not related to the device. Device has been explanted. This record is for the right side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Patient representative reported "cellulitis," "infection," "pain around the implants," "constant throbbing near implant site and in underarms," "burning sensation," "chest tightness," "depression," "swelling at the implant site," "severe anxiety and severe emotional distress," "hematoma at the sight of right implant removal," and "numbness and tingling in arms." Patient representative additionally reported "severe hair loss," "humming in ears," "difficulty concentrating," "mood swings," "night sweats," 'severe unexplained weight loss," "unexplained body odor," "respiratory issues," "dry eyes and mouth," "exacerbation of existing health conditions (thyroid)," "right chest rib concave," "central sensitization syndrome with fibromyalgia features," "panic attacks," "diagnoses of breast implant illness," "tietze syndrome," "costochondritis," "and "positive lupus symptoms"; these events are not related to the device. Device has been explanted. This record is for the right side.